Manufacturer narrative:
E1 reporter phone number -(B)(6).

Event description:
Philips received a complaint from the customer about the v60 device indicating that the primary alarm failed. It was reported there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm.

Manufacturer narrative:
A field service engineer (fse) later went onsite to assist in resolving the issue. The fse replaced the central processing unit (cpu) printed circuit board assembly (pcba) and confirmed the reported issue had been resolved. The device passed required performance verification tests per philips standards and was returned to service.